Event description:
Paramedics were administering CPR to a patient in transit to the hosptial. Reportedly, when the device fell over, the defibrillator charged and shocked the operator while they were removing their hand off the patient's chest. According to the facility report, another paramedic stated paramedicdid not hear the defibrillator charge or discharge at this time. The paramedic alleging shock was examined by a hospital emergency department physician, determined to have not been affected by the reported discrepancy, and released.